Event description:
The user facility reported that an employee observed an obstructed tray under the door of their amsco 5052 single-chamber washer-disinfector and proceeded to push the tray into the chamber. When the obstruction was removed, the unit's door lowered and contacted the employee's arm subsequently causing a laceration; the employee received stiches.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 single-chamber washer-disinfector. The technician found no issues with the function or operation of the unit and found the safety bar to be operating properly. No repairs were required. The employee subject of the reported event should not have pushed the tray into the unit's chamber after observing the obstruction. The operator manual states, "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely." "If an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." The technician counseled the employee on the importance of following proper procedures for removing obstructions from the washer. The amsco 5052 single-chamber washer-disinfector was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.